Event description:
It was reported that a plate fractured approximately eight (8) weeks post-operatively. There are currently no plans for a revision as the bones are healed and the fractured plate does not affect the patient's daily life. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections could not be completed because the part/lot information could be: plt 4 hole str 1.0mm. Catalog number - sp-2284. Lot number - 539770. Unique identifier (UDI) number - (B)(4). Manufacture date ¿ mar 5, 2020. Or the part/lot information could be: plt 4 hole str w/gap 1.0mm. Catalog number - 42-1004. Lot number - 384030. Unique identifier (UDI) number - (B)(4). Manufacture date ¿ apr 1, 2020. Report source: foreign - japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h10.

Event description:
It was reported that the surgery was an ssro for mandibular deformity.